Event description:
Event description cpi received information that during a replacement of an implantable cardioverter defibrillator (ICD) for normal battery replacement, it was noted that the sutureless myocardial unipolar lead (4312) had an insulation problem. The entire existing lead system was electively capped, and replaced with an endotak down-sized lead (0125).